Event description:
It was reported that when using the bd pyxis¿ medbank mini, drawer was not opened. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not opening on issue. A technical support specialist responded to a reported issue where the drawers would not open. After remote in, all drawers were tested and found to be functioning properly. The caller was instructed to exit the application, sign back in, and attempt to issue the medications again this time, the process worked successfully. The system functioned as intended after the technical support specialist resolved the issue.